Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision, right, xl, reason for revision : pain. This com is the first of 2 surgeries. For the second surgery please see (B)(4).

Event description:
Update oct 9, 2017: medical record received. In addition to what previously alleges, patient also alleges noise in the operated hip. This complaint was updated on oct 23, 2017.

Manufacturer narrative:
Asr revision right xl reason for revision : pain this com is the first of 2 surgeries. For the second surgery please see com 142900 update oct 9, 2017: medical record received. In addition to what previously alleges, patient also alleges noise in the operated hip. This complaint was updated on oct 23, 2017.. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.